Event description:
Healthcare professional (hcp) reported home patient (hp) complained of nausea and vomiting while using the 1550 machine for dialysis at home. Hcp stated hp's serum blood hematocrit was 27% and hemoglobin was 7 on 9/11/99. Hp was hospitalized, but hcp did not have any further incident details or info regarding medical intervention performed in the hospital.